Event description:
Customer reported that pump battery would not charge, despite using a tandem charging cable and multiple wall outlets. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to try different wall adapters and charging cables, but the issue persisted. Customer support decided to replace the pump, and confirmed it was under warranty. Customer was directed to use an alternate insulin therapy and to return the defective pump to tandem using a pre-paid label.